Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet was selected for implant. The device was prepped per IFU and wet-to-wet connection and bleed back was performed as per IFU. The amulet was advanced just a small amount, but then a significant amount of air was observed in the loader. The connection was "all tight" and no cause for the air was determined. The amulet was removed and replaced with a new 28mm amplatzer amulet occluder. However, the same issue occurred with the second amulet and the 28mm amulet was removed and re-attempted. Ultimately, the 28mm amulet was successfully implanted. Air was never visualized in the patient. The physician alleged that the air in the loader was due to the patient being under conscious sedation, snoring, and the positive/negative pressure was causing the air; the physician did not think it was a device issue. The patient was reported to be in stable condition.

Manufacturer narrative:
It was reported that the amulet device was advanced but then a significant amount of air was observed in the loader. Information from field indicated that the device was prepared per IFU and the connection was tight with no cause for introduction of air. Field indicated that it was thought that the air in the loader was due to the patient being under conscious sedation, snoring, and the positive/negative pressure was causing the air; the physician did not think it was a device issue. A more comprehensive assessment to rule out any device-related causes, could not be performed as the device was not returned for analysis. Based on information received the cause of reported air in device was possibly due to the patient condition. However, the exact cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.